Event description:
It was reported that the t:slim x2 pump battery would not charge without constant adjustment, and the pump screen was dark, unable to turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, advising them to put the pump into storage mode before returning it to tandem. The customer was informed about the steps to follow upon receiving the replacement and was instructed to return the problematic pump using a pre-paid label within 10 days.